Event description:
Boston scientific received information that this pacemaker's longevity was different than expected. When the healthcare provider called our technical services (ts) department for feedback, the device had previously shown > 1.5yrs of battery life remaining ((B) (6) 2010). At a recent exam, however, the device had reached elective replacement time. Ts suspected it was related to programming changes that occurred in (B) (6) 2010. Ts recommended more regular follow-up exams.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, this event will be updated and an updated report will be submitted.